Event description:
It was reported that the 9800 sys had a x-ray overtime message displayed during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The battery pack was replaced and the battery charger voltage adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.